Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum, and that a cartridge alarm 06 occurred. Customer loaded a new cartridge to address the issues. Customer's blood glucose (bg) level was "high" mg/dl. A correction bolus was delivered to address bg.